Manufacturer narrative:
Complaint allegation is confirmed, upon visual inspection, it was found that the stripper blade had chipped and worn, also, the cutter blade had spots of corrosion. During functional testing, it was observed that the stop mechanism would get stuck during actuation. The most likely cause of this failure is attributed to wear and tear damage incurred over repeated usage. Per dfu-0023-eo rev 4 e. Inspection and maintenance 2. Devices with cutting functions or sharp points become dull with continuous use. This condition does not indicate a device defect. This condition indicates normal wear. Dull devices may require replacement if they no longer perform as designed. Inspection prior to use should include verifying the cutting ability and sharpness of these points and edges.3. To protect instruments from staining and rusting, lubricate all moving parts prior to packaging and sterilization with an instrument lubricant that is biocompatible and has given compatibility with steam sterilization up to 138°c (280°f). Apply lubricants in accordance with manufacturer¿s instructions. Re-lubrication is critical for devices that contain actuating mechanisms (e.g. Ratcheting handles) to ensure continued effective operation.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 3/7/2024, it was reported by a sales representative via (B)(4) that an ar-2384 quad tendon stripper-cutter blade was not cutting the tendon and seemed to be loose within the mechanism. The case was completed by returning to using an 11-blade with no adverse effect on the patient. This was discovered during a procedure, with no reported patient harm.